Event description:
It was reported that the asymptomatic patient's atrial lead exhibited noise oversensed causing inappropriate automatic mode switch. The noise could not be reproduced with isometrics or pocket manipulation. The lead was capped and replaced successfully on (B)(6) 2017. The patient was stable prior during and after the procedure.